Event description:
Rtr has had numerous problems since 1990 with her implants. To list a few of the immune problems she has aencountered, are epstein barr virus herpes simplex type a & b. Chronic hepatitis c and now valley fever. She has had chronic nasal problems for 3 1/2 yrs. Now, constant headaches, diagnosed with chronic fatigue syndrome, heart palpitations and low blood pressure with a high pulse rate, she firmly believes that her immune system is breaking down as her implants will be ten years old in 7/95. She has begged for help from many drs and was even sent to a psychiatrist because they say theirs nothing wrong with her. But her level of health continues to deteriorate. As the years pass she gets more and more weak and depressed no one will help her to get the implants removed. She doesn't have the money to do the reconstructive surgery herself. She has scar encapsulation.